Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was unable to rewind the insulin pump. Customer reported that while trying to rewind the insulin pump the screen went blank. Customer is able to rewind after being walked through the process. Customer's blood glucose reading was 180 mg/dl. Nothing further reported.